Event description:
It was reported a patient has a c5-6 and c6-7 m6 implanted (B)(6) 2024. Patient had one of the levels removed (B)(6) 2024. No additional information is available at this time.

Manufacturer narrative:
Based on the inspection of the retrieved m6-c, in conjunction with the limited information provided, while in vivo damage to the core and fiber construct had occurred; however, due to the extent of the extraction damage, it is unclear if mechanical failure had occurred. There was no evidence of collapse and the core appeared to have been retained at the time of removal; however, without radiographs or information about the infection status at the time of removal, it is unclear if failure had occurred. Therefore, without further information, the cause of this event is unclear. The build lhr was examined including the final inspection records and the in-process measurements. There were no relevant ncmrs associated with this lot. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. Rmf 0003 rev 39 line 12.75 - device explanted.

Event description:
It was reported a patient has a c5-6 and c6-7 m6 implanted (B)(6) 2024. Patient had one of the levels removed (B)(6)2024. No additional information is available at this time.